Manufacturer narrative:
Device was used for treatment, not diagnosis. It was documented in the initial medwatch that the catalog and brand name was short, 5.0 cm short attachment. The catalog and brand name have been updated to unknown since it was unclear which device was being used during the reported event. The UDI was documented as (B)(4) in the inital report. The UDI is unavailable since the catalog number is unknown. The manufacturer name was documented as the anspach effort llc on the initial report. It has been updated to depuy synthes products llc. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The product code, brand name and catalog number were documented as unknown in the previous report. The product code has been updated to short; therefore, brand name and catalog number have been updated accordingly. The serial number and date of manufacture were documented as unknown in the initial report. The serial number has been updated as (B)(4) and the date of manufacture was updated as 1/31/2017. Therefore, UDI has been updated accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was functional and passed the operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The product code was documented as short in the previous report. It has been updated as crani-p. The brand name, catalog number, serial number, UDI, date of manufacture have all been updated accordingly. Device evaluation update: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device was overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the neuro-tip on the device was drilled into. It was determined that when the burr device was improperly loaded into the craniotome device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. It was determined that the craniotome device was forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr device was in direct contact with the neuro tip of the craniotome device. It was determined that when the drill device was started, the burr drilled into or through the neuro tip on the craniotome device. It was determined that this was due to failure to follow instructions for use, which was further classified as user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly. Additional information: it was reported in the initial report that it was unknown which attachment device was used with the motor device that overheated during an unspecified surgical procedure. However, evaluation of five attachment devices returned by the customer determined that four of the five attachment devices passed all operational specifications where there was no failure identified except for the pediatric craniotome device. Evaluation determined that this device had a drilled neuro-tip. This failure was determined to have contributed to the reported condition of overheating. The concomitant section has been updated to reflect this device used with the motor device during surgery. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The serial number was unknown as the report was unable to determine which device was in use at the time of the event. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was observed that the motor device overheated while in use with an attachment device. According to the reporter, even though the motor device was getting too hot it did not affect the procedure in any way. There reporter was unsure which one of the attachment devices was used with the motor device at the time of the event. There were no delays in the surgical procedure. A spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.